Event description:
It was reported that during a regular follow up the physician found a vf episode but noticed that it was not a real vf. The physician believed the shock occurred on svt and for this reason it was inappropriate. The device was reprogrammed for zone intervals and capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.